Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (low profile pelvic system red forceps used w/3.5mm screws, part number 03.100.025, lot number a7ra03). The subject device was received with the complaint reporting that during surgery the low profile pelvic system reduction forceps used with 3.5mm screws broke. Upon inspection it was discovered that the post component was missing and was retained in the patient as viewed by x-ray. The post was retrieved. The 03.100.025 pelvic reduction forceps are an instrument routinely used in the pelvic implants and instruments system per the technique guide. Drawings, current and made to, were reviewed during this evaluation. The design of the device is determined to be suitable for the intended design, application and dimensional conformity when used as recommended. As previously reported, the review of the device history records showed that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device was returned in two pieces. Visual inspection under 5x magnification showed the middle hinge has broken causing the device to separate into two pieces. The complaint condition is confirmed. A root cause could not be definitively determined; however, it is likely that over eight years of use and possible rough handling during surgery or sterile processing has led to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, date of birth/age and weight are unknown device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing date: january 18, 2008. Review of the device history record showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All parts of the lots were checked 100% for features and function at the final inspection. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a low profile pelvic system reduction forceps used with 3.5mm screws broke. The patient underwent surgery on (B)(6) 2016 to reduce an open book pelvic fracture due to motorcycle accident. The surgeon was using the forceps to pull two 3.5mm cortex screw self-tapping 50mm together when it failed. The surgeon passed the device to the scrub tech to put it back together. Upon inspecting the device at the back table, it was discovered that the metal post that holds the two sides together broke. Additional intraoperative x-rays showed that the post was inside the patient's abdominal cavity. Approximately five (5) minutes were spent locating and retrieving the fragment. Although initial incision was not extended, it was difficult to retrieve the post. Post was removed and no fragment was left in the patient. It is unknown what surgeon used to successfully complete the surgery. Concomitant devices reported: 3.5mm cortex screw self-tapping 50mm (part 204.850, lot unknown, quantity 2). This is report 1 of 1 for (B)(4).